Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary tract infection and urethral erosion, which necessitated a surgical intervention. During surgery, it was confirmed that the cuff compression caused erosion. The patient had the aus explanted and no new device was put in. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis. Therefore; no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this aus cuff underwent a thorough analysis. The component was visually and microscopically examined, and leak tested. No anomalies were found with the cuff. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary tract infection and urethral erosion, which necessitated a surgical intervention. The erosion into the urethra was believed to be due to cuff compression. The patient had the aus explanted and no new device was implanted. Seven months later, a surgical procedure was performed in which a new aus system was implanted. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this aus cuff underwent a thorough analysis. The component was visually and microscopically examined, and leak tested. No anomalies were found with the cuff. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary tract infection and urethral erosion, which necessitated a surgical intervention. The erosion into the urethra was believed to be due to cuff compression. The patient had the aus explanted and no new device was implanted. No additional patient complications were reported.